Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to an emergency room. The patient indicated that he had not felt well since the previous device check a few days earlier. ICD interrogation revealed a pacing rate of 35ppm; the device had been inadvertently programmed by the clinician. The device was reprogrammed to an appropriate pacing rate and the patient's symptoms subsided.